Event description:
Vascade was inserted as normal and deployed. Key collagen was released and when time to remove the sheath, the whole device came out altogether (sheath and vascade). Manual pressure was applied to stop the bleeding.